Event description:
Tomosynthesis mammographic imaging screening trial (tmist). T4 screening mammogram completed on (B)(6) 2023. Follow-up phone call placed on (B)(6) 2023 message left to return call if any complications were experienced due to mammogram. Patient due for 5-year follow-up (B)(6) 2023. Checked patient's emr for follow-up. Noted patient expired on (B)(6) 2023 which is six days post mammogram. Cause of death noted on death certificate atherosclerotic heart disease (cardiac arrest). Expedited report filed per protocol - override function completed to report. Start date of first course: (B)(6) 2023. Start date of course associated with expedited report: (B)(6) 2023. Start date of primary ae: (B)(6) 2023. End date of primary ae: (B)(6) 2023. Course number on which event(s) occurred: (B)(4). Total number of courses to date: (B)(4).

Event description:
Additional information received from reporter on november 2, 20023 for report number mw5147647. Baseline t0 screening completed on (B)(6) 2018. No call back received. Noted pt expired on (B)(6) 2023 which is six days post t4 mammogram.